Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h10 corrected; health effects corrected.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there is a no disposable alarm. 1st cassette from this lot gave the no disposable alarm. No additional details provided. No patient injury reported.